Manufacturer narrative:
Additional: d10, h3, h6 the reported events of inability to interrogate and measurement anomalies were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was still in normal range. Testing of the hybrid circuitry indicated unusually low current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net and then in clinic. Upon review, the pacemaker exhibited inappropriate magnet response pacing at 100 beats per minute. Further investigation revealed that there were hardware anomalies on the device regarding the battery. The pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable.